Manufacturer narrative:
Per the user facility's biomedical engineer, when they turned on the machine, the system booted up with a red light emitting diode (led) on the base of the system. When they got the hlm up and running, the battery icon on the perfusion display was also red. It was red, but when he unplugged the machine, the battery light started flashing green then it showed 160 minutes of battery time. He also checked the connection and circuits just to make sure they were in good condition. He drained the batteries and also recharged them as part of his routine check-up.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heart lung machine (hlm) booted up with a red status battery icon. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed via information received from a manufacture trained biomedical technician but no product was returned so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.